Event description:
It was reported that during the implant procedure there was oversensing and possible grommet damage. Silicone adhesive was applied, but there was still oversensing. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the grommet had been damaged.